Manufacturer narrative:
The belmont rapid infuser, ri-2 has not been returned to belmont for investigation, therefore we are unable to confirm the report that the touch screen was frozen and the user was unable to change the flow rate using the up/down arrow key. A review of the service records for this serial number indicates that the unit was returned to belmont in july 2020 for a similar touch screen issue, which was traced to damage caused by saline contamination. Fluid contamination can cause problems with the membrane switch/cpu board interface and contribute to a frozen/unresponsive touch screen. The operator's manual cautions the user: "immediately wipe any spills from the device." The service and preventive maintenance schedule outlined in the manual instructs the user to check the unit seals every six months. The rapid infuser has three (3) different levels of sensitivity: fast, medium, and slow. The key rate on the rapid infuser is set at the factory to "medium", but can be adjusted by the operator. The operator's manual also offers possible conditions and recommended operator actions in the event that the keypad is unresponsive or does not accept input. It was reported that there was no injury to the patient. Belmont will continue to monitor and trend similar reports of this nature and take further action if required. Should additional information become available, a supplemental report will be provided.

Event description:
The user facility reported that the rapid infuser, ri-2 touch screen became frozen during a case. The users were unable to change the flow rate using the up/down arrow key.